Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube. A piece, measuring approximately 0.111¿ x 0.124¿, was not returned with the instrument. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional finding not reported by the site: excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The scratch marks were 0.114¿ x 0.225¿ in length and were not aligned with the main tube axis. The complaint was confirmed by failure analysis. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage.

Event description:
It was reported that during central reprocessing, the fenestrated bipolar forceps instrument was found broken at the front at the base of the instrument. A reserve instrument was used. The operation was delayed for approximatively 1-2 minutes, it had no effect on the patient. There was no report of patient harm, adverse outcome or injury. Isi followed up with the initial reporter and obtained the following additional information: the customer noticed in the aemp when packing the device that the arm at the front of the base was defective. A reserve instrument was used. The operation was delayed for approximatively 1-2 minutes, it had no effect on the patient.